Manufacturer narrative:
A medtronic representative, following up with the site, reported that the spinal fusion was a l3-l4 fixation a software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information was not provided. System log files have been requested, but not yet received for analysis.

Event description:
A medtronic representative reported that during a spinal fusion surgery the o-arm could not be undocked and an initializing error appeared. They were able to undock the gantry, but then got a new collimator error message. They did 3 reboots of the o-arm. The patient was under anesthesia, the frame was in place, and a small incision for the minimal access was made. They kept working minimally during troubleshooting. The surgeon elected to proceed with the surgery without using navigation or the o-arm imaging. He used a c-arm instead. This issue caused a minimal delay of around 30 minutes. After all screws were in place (before closing the incision) the radiographers restarted the o-arm one more time and they managed to perform a verification scan. All screws were properly placed. No harm to the patient occurred.